Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
The pad device was installed on (B)(6) 2009 but the pad-pak was removed immediately. On (B)(6) 2009 a pad-pak was inserted and the device performed to specification until (B)(6) 2012. On (B)(6) 2012 the device failed a weekly self test because of a low battery and manual events of 10 minute duration begin to occur. On (B)(6) 2012 a new pad-pak was installed and manual events resumed. This would indicate the device was switching itself on as reported. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.